Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that the a1059 mayfield modified skull clamp has too much movement after the patient was pinned. There was no known patient injury or surgery delay.

Manufacturer narrative:
Updated fields - d10, g4, g7, h2, h3, h4, h6, h10. Unique device identifier (UDI): (B)(4). Mayfield skull clamp was not returned for evaluation; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, manufacturing records were reviewed and found no anomalies. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.